Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found during testing. The battery was sent to the supplier for further analysis. No anomalies were found. The cause of the premature battery depletion was not determined.